Event description:
It was reported that there was liquid leakage from the connection connector. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Lot history review identified no nonconformities associated with the reported complaint. Visual inspection found no damage or anomalies. Functional testing confirmed leakage at the tube luer bond junction, and disassembly identified a solvent channel on the tube. The root cause is under investigation through a formal CAPA. No repair was performed.